Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that while in use on a patient during transport, this 980 ventilator alarmed ventilator inoperative the moment it was hooked back up to the o2 (oxygen) wall. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Event description:
Correction: it was reported that, while in use on a patient during transport, this 980 ventilator alarmed ventilator inoperative the moment it was hooked back up to the o2 (oxygen) wall. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Although it was reported that the ventilator went inoperative, review of the logs indicates no loss of ventilation but the device entered back up ventilation during the time of the reported event.

Manufacturer narrative:
Correction to section b5 section d9 was updated due device evaluation correction section h6 device codes correction to initial report (due to device evaluation) section h6 evaluation code method - removed b17 and added b01 result - removed c20 and added c13 conclusion - remove d14 and added d02 component code - remove g02005 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient during tr ansport, this 980 ventilator alarmed ventilator inoperative the moment it was hooked back up to the o2 (oxygen) wall.  The device was available for evaluation. The service personnel (sp) inspected the ventilator and from review of the logs found that the unit had no loss of ventilation but entered back up ventilation (buv) from memory. The sp found that the unit failed the extended self-test (est) - accumulator leak exceeds limits and replaced the inspiratory module. The unit passed all test and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the inspiratory module. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.